Manufacturer narrative:
Continuation of d10: product ID: evolutfx-26 (serial: (B)(6); product type: 0195-heart valves; implant date n/a; explant date n/a. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that following the first deployment attempt of a transcatheter valve, the valve was recaptured due to a deep implant depth; however, the patient's blood pressure did not recover. The valve was withdrawn from the annulus but remained in the aorta. A large pericardial effusion was detected on echocardiogram, and ventricular perforation was identified. Subsequently, resuscitation and a pericardial window were performed. The patient was intubated and sedated upon transfer from the operating room, and the procedure was aborted. Following the implant procedure, the patient was extubated, awake, and alert. A second transcatheter aortic valve replacement procedure was planned.

Manufacturer narrative:
Updated data: b5. Added second paragraph. H6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that following the first deployment attempt of a transcatheter valve, the valve was recaptured due to a deep implant depth; however, the patient's blood pressure did not recover. The valve was withdrawn from the annulus but remained in the aorta. A large pericardial effusion was detected on echocardiogram, and ventricular perforation was identified. Subsequently, resuscitation and a pericardial window were performed. The patient was intubated and sedated upon transfer from the operating room, and the procedure was aborted. Following the procedure, the patient was extubated, awake, and alert. A second transcatheter aortic valve replacement procedure was planned. Additional information was received indicating that the guidewire used was a non-medtronic device. Additionally, the timing of the perforation was unclear. As a result, the cause of the perforation could not be identified.